Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump displayed a red x with an open book image. The customer's blood glucose value was unknown. Failed battery alarm displayed before the open book image was displayed on the screen. The customer confirmed that they already tried a lot of batteries and still not working. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated neither battery compartment nor spring was damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range. Unable to confirm failed battery alarm due to constant critical pump error alarm.